Manufacturer narrative:
The device was not returned to olympus for evaluation for this reported event. Olympus followed up with user facility regarding the reported event and limited information was provided. Olympus will continue to follow up with the user facility in an effort to obtain additional information. A review of the account history was performed and revealed that the device was previously sent to an independent laboratory for microbiology testing. Sample fluid extracted from the suction channel recovered bacteria identified as stenotrophomonas maltophilia.

Event description:
Olympus received a medwatch ((B)(4)) which reported that a patient with a history of endoscopic retrograde pancreatography (ercp) procedure with stenting had reportedly contracted e.coli, klebsiella pneumonia and clostridium perfringens. It was reported that the patient was transferred from an outside facility in septic shock after undergoing an ercp procedure on (B)(6) 2016. The patient was reportedly discharged on (B)(6) 2016.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the user facility on november 15, 2016. Olympus was informed that the 14 patients developed esbl ecoli infections after undergoing ercp procedures using the tjf-q180v duodenovideoscope. To date above 70 patients have been notified due to their exposure to the device. Although, the scope cultured negative for microbial growth it has remained isolated since march 2016. On november 1, 2016 olympus received a mandatory medwatch ((B)(4)) form which reported that a patient developed an extended-spectrum beta-lactamase (esbl) ecoli infection and expired after undergoing an endoscopic retrograde pancreatography (ercp) procedure using a duodenovideoscope. The medwatch reports that patient's procedure was completed with no noted complication at that time. On (B)(6) 2016, the patient presented to an outside hospital emergency department symptomatic with complaints of diffuse radiating pain throughout her abdomen on a scale of (8/10) with associated nausea, vomiting, shortness of breath, chills and constipation with last bowel movement several days prior despite the use of laxatives. The patient denied having a fever. It was reported that patient' symptom began at home and prior to arriving at the emergency department the patient took three doses of morphine but the pain persisted the patient's reported vital signs upon arrival included: bp 68/42, hr 120, t 98.1 °f (36.7 °c), rr 20, 02 saturation 95 % on ra. Patient was given a fluid bolus with normal saline and was started on 1000 mg IV ertapenem. The medwatch reports that it was decided that patient would pursue comfort care. Care was transitioned to palliative care and the patient was discharged with home hospice. In addition, the medwatch states the uch was not notified of the patient's death until (B)(6) 2016 from the patient's referring md. Reportedly, the user facility's infection control requested the outside hospital culture isolates for pfge testing. Based on the new information olympus filed four initial mdrs to account for 1 patient death and 3 additional patient infections. Please also cross reference the following reported events with MFR. Report numbers: 2951238-2016-00414, 2951238-2016-00414, 2951238-2016-00318, 2951238-2016-00319, 2951238-2016-0070, 2951238-2016-0071, 2951238-2016-0072, 2951238-2016-0073, 2951238-2016-0074, 2951238-2016-0075, 2951238-2016-00878, 2951238-2016-00879, 2951238-2016-00880 and 2951238-2016-00881